Manufacturer narrative:
Intuvie performed testing on pump sn (B)(6) on 8/15/2023 and reported unknown issue was confirmed. An unknown issue with the air-in-line sensor was found in testing. The air in line sensor was replaced. Pump was then retested and confirmed to meet specification.

Event description:
On (B)(6) 2023, a customer reported that a pump was malfunctioning. During testing an unknown air-in-line failure was found.